Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. The device was received for evaluation. During evaluation, a knot at the bolus end of the j-tube was observed. The device manufacturer and lot number of the intestinal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie intestinal tube. Conservatively, abbvie has chosen to report this event due to the potential that the intestinal tube involved could have been the abbvie jejunal tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. The IFU indicates ¿do not rotate the intestinal tube as kinking or knotting may occur¿ if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, report indicated the patient experienced leaking of the peg j tube and noted that the intestinal tube was also cracked. The tubing was replaced and returned for evaluation. During return sample evaluation, a knot at the bolus end of the j-tube was observed.